Event description:
Spontaneous communication from home health rn (registered nurse) (B)(6) in regards to broken vial (qty. 1). Approved reshipment. Patient will need new pump as well since their current one is not functioning properly. No further information provided. Did the reported product fault occur while in use with the patient? Broke during shipment. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? Is the actual device available for investigation? Did we replace the device? Yes, sent (B)(6) 2023. Did the patient have a backup device they were able to switch to? Gravity tubing provided. If yes, was the patient able to successfully continue their infusion? If no, what was the patient instructed to do in able to continue their infusion? Not stated. Reported to (B)(6) by: health professional.